Event description:
It was reported that, "it was reported by the pt that original surgery occurred in (B)(6) of 2003. Approximately six months post surgery, he began to feel pain. About 1 year later, he began experiencing an audible squeak. The pain continued to get worse. In (B)(6) of 2005 revision surgery was performed and replacing the ceramic joint with a titanium ball and joint and as per letter quoted from the pt "it was determined that the ceramic ball was chipping and out of round". Pt continues to have terrible pain in that hip. Another opinion was sought by surgeon and pt states that "he highly suspects there are ceramic chips from the first joint lodged in the muscle surrounding my joint, causing irritation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.